Event description:
It was reported that failure to capture was noted in the clinic. The lead was working, but at high voltages. The device was programmed at max outputs. The lead was capped and replaced due to a capture anomaly on (B)(6) 2017. The patient was fine.